Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks after a system implant the right atrial (ra) lead exhibited no capture at maximum outputs, high impedance, and undefined impedance. Upon opening the pocket, the physician noted loose atrial setscrew. The lead was reconnected to the implantable pulse generator (ipg) and device interrogation revealed all tests within normal limits. The device and lead remain in use. No patient complications have been reported as a result of this event.